Event description:
The plaintiff has been diagnosed as suffering from type-I latex allergy. Plaintiff has suffered from inter alia urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). Plaintiff has suffered severe and irreversible latex allergy and that plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff is restricted in entering any environment where plaintiff is exposed to latex proteins, and that plaintiff must live their life in constant vigilance for the presence of latex products. Plaintiff is restricted in life as to where plaintiff can go and what plaintiff can do with life, career, and with the family. Plaintiff has suffered and will continue to suffer in the future, emotionaldistress, an inability to engage in plaintiff's normal activities, other physicial injuries, as well as despair, and loss of enjoyment of life, and all are of a permanent and continuing and life threatening nature. Plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp for any purpose, is a health hazard to plaintiff. Finally plaintiff alleges that plaintiff has suffered great loss and depreciation of plaintiff's earnings and earning capacity and will continue to suffer same for an indefinite time in the future.